Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately high compared to another device (onetouch ultra). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 8:30pm. The patient reported obtaining blood glucose readings of "231 mg/dl" with the subject meter and "151 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient informed the csr that he manages his diabetes with insulin (self-adjuster). In response to the alleged inaccuracy issue, the patient claimed he took an increased dose of insulin (30 units of humalog instead of his usual dose of 20 units) at 9:00pm. The patient denied developing any symptoms and there was no mention of medical treatment/intervention received for a severe low blood glucose excursion after obtaining the alleged inaccurate high result. The patient denied that his blood glucose was tested on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria and the alleged inaccuracy issue remained unresolved at the time of troubleshooting.